Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient has been having headaches and a return of urinary symptoms that started roughly 6 months ago. They also reported that they noticed that they could not increase stimulation without it being painful. Patient further stated that they went down on the floor to do therapy on her neck and she felt what she described as a twinge and since then her urinary symptoms slowly returned and they noticed a change in stimulation sensation and also an increased in her headaches. No troubleshooting was performed because patient has relocated however, patient contacted customer service and they walked her through switching programs <(>&<)> adjusting the amplitude but the issue was not resolved. No further complications were noted or anticipated.